Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - us157854 m2a magnum pf cup 388830, 139256 m2a magnum tpr 986040, 157448 m2a magnum mod hd 500950. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05148 and 0001825034-2017-05149.

Event description:
It was reported that the patient's left hip was revised approximately ten years post-implantation due to metal on metal. Medical records noted metallosis, debris, cyst and deficiency in the posterior wall of the acetabulum.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Review of the revision op notes confirms failed left metal-on-metal left total hip arthroplasty. There was found to be metallosis and debris and a rather large anterior column cyst. There was also some deficiency in the posterior wall of the acetabulum. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.